Manufacturer narrative:
A1-a5 patient information was not provided h11 livanova deutschland manufactures the essenz venous clamp, the event occurred in germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the essenz electronic venous clamp (evo) displayed an high priority warning error and was set at 0.3%. Reportedly, after switching the device on and off several times, the error message disappeared. The event occurred during procedure preparation. There was no patient injury.